Manufacturer narrative:
Device evaluation: the product was not returned but a photocopy of the x-ray is available and reviewed which shows the fractured plate. Device evaluation could not be performed. Potential cause the root cause was unable to be determined. This event could possibly be attributed to patient conditions, post-op events such as trauma or not following post-op guidance, improper plate placement, or surgical events not communicated by the complainant. DHR review per DHR review, the part was likely conforming when it left zimmer biomet control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that an roi-c plate was found to have broken within the vertebral body during a 3 week post-operative follow-up visit. The patient has not experienced any symptoms and there are no plans for revision at this time.